Manufacturer narrative:
An event regarding dislocation of the tibial bearing component following rupture of the patient's patella tendon involving a krh tibial bearing component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the patient ruptured their patella tendon and then dislocated the tibial bearing component. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon revised patient's right distal femur due to dislocation of bearing which occurred due to breakage of the patient's patella quad tendon ripping off.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patients' right distal femur due to dislocation of bearing which occurred due to breakage of the patients' patella quad tendon ripping off.